Event description:
After the lead was positioned in the ventricle, the lead became dislodged. It was reported that they were unable to retract the screw in order to reposition. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. It is also noted that the physician was able to properly extend the helix during the original placement. No conclusion can be drawn about the inability of the physician to retract the lead during the implantation attempt. The damage to the fixation helix is not considered a manufacturing defect because there are controls in place to disallow gross defects such as these. (B) (4).